Manufacturer narrative:
The complainant was unable to provide the device serial number. Therefore, the manufacture date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle did not move when pressure was applied, so the customer continued to pump the device. Soon, the customer realized the balloon was dilated even though the gauge needle had not moved, and an esophageal perforation was noted in the patient. It is unknown if treatment was performed, and the procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned complaint device noted that the luer was broken. The needle was also noted to be wrapped around the stop bin. The needle was moved to the correct side of the stop pin, and a functional evaluation was performed by inflating the device to 20 psi. The device was inflated properly and was within accuracy specification. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; the dfu states not to exceed the maximum inflation pressure of the balloon, and says to carefully examine the unit to verify that it was not damaged in shipment or storage.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle did not move when pressure was applied, so the customer continued to pump the device. Soon, the customer realized the balloon was dilated even though the gauge needle had not moved, and an esophageal perforation was noted in the patient. It is unknown if treatment was performed, and the procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be stable.